Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced stimulation in the wrong location. Surgical intervention took place on (B)(6) 2023 wherein the leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.